Event description:
It was reported that a y-set was unable to be spiked with a uv flash transfer set. The issue occurred during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the y-set was not returned and the lot number was unknown, a device analysis was unable to be completed. Should additional relevant information become available, a supplemental report will be submitted.